Manufacturer narrative:
Event date is estimated. Device analysis not performed as the device was not returned. Additionally, analysis alone is unable to confirm migration. Migration is a known potential risk associated with the device. Based on the information currently available, the cause of the issue is unable to attributed to the device itself.

Event description:
It was reported the patient lost effective coverage due to the lead implanted at t12 vertebral level having migrated. Reprogramming was unable to provide effective coverage. The patient underwent surgical intervention where the lead was removed and a replacement lead placed at the t11 vertebral level. Postoperatively, the patient is reportedly receiving effective therapy.